Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the proportional solenoid valve assembly (psol). The unit passed all testing and operates within the manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There is no report of patient injury or death associated with this event.